Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had a mix of a product in a pack. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had a mix of a product in a pack. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned photos of a 1/2ml, 6mm, 31g bd safetyglide u100 insulin syringe along with the blister pack. Customer states that a 50 unit syringe is inside a 100 unit syringe package. The attached photos were examined and given the attached photos, this product is packaged correctly in a blister pack stating that the product is a 1/2ml capacity syringe for delivering u100 insulin. For this type of syringe, the capacity and the scale printed on the barrel indicates that the syringe can hold up to 50 units of u100 insulin. Also, u100 indicates the concentration of insulin. In addition, diabetes care also marks the packaging of the syringes with the concentration of insulin that should be used with the syringe. For example, for this complaint, u100 insulin should be used with the reported syringe. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.